Event description:
The dealer called to troubleshoot with our technician because the two front casters on the chair are up in the air and he didn't know why. Our technician told him to check the bolts to see if they are too tight. Then check the headtube. If they are too loose, check the walking beams to see if they are bent. If not, then check where the walking beams pivot on the frame to see if they have rust. The dealer will check these things and call back if necessary.